Manufacturer narrative:
On december 13, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 475cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed via palpitation of the breast. As a result, the patient underwent explantation on (B)(6) 2024 and replaced with a 560cc mentor memorygel xtra breast implant (catalog number shpx560). Multiple attempts have been made to get clarification about the lot number (6488557) due to not matching the device, however no further information is available. If clarification is received in the future, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D4.lot number: multiple attempts were made to get clarification about the lot number, however no further information is available and the device history record (DHR) could not be performed. If clarification is received in the future the the DHR will be completed. D4: UDI: as the lot number for the device involved in the event is in question, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).